Event description:
The customer had reported positive reactions of four samples after solidscreen ii control was performed. Further testings of customer confirmed one correct positive sample and three false positive samples. We received neither the samples nor the affected lot of anti-human globulin anti-ipg solidscreen ii. Therefore the retention samples of the affected lots were tested. We also processed solidscreen ii control and antibody free samples. All positive and negative reactions were correct. We didn't observe any false positive reactions after running the positive control. The testing quality control laboratory confirmed the correct function of the affected lots. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. Service intervention on tango optimo was performed on (B)(6) 2011. Several parts including right pipettor needle and active wash knf pump on tango optimo s/n (B)(4) were replaced. Performance verification using the samples in question, review of tango eventlog list and results revealed no further occurrence of this issue.